Event description:
Customer reported a passport xg monitor was continuously rebooting which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps replaced the main cpu board. Calibrated functional and safety tested to factory specifications.